Event description:
It has been reported to philips that during a planned treatment procedure, the system stopped working. The patient was moved to another x-ray system and the procedure was completed. No patient harm has been reported to philips. Philips has started an investigation for this complaint.

Event description:
Follow up: philips investigated this complaint. Analysis of the log files showed that the system started a recovery process. In this case, the system was not able to recover itself for unknown reason and the system functionality was lost. A manual (cold) restart was required to return the system to working order. It is unknown what caused the start of the recovery process. The system was checked and returned to use in good working order with no reoccurrence.